Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges the tip of the catheter was torn off and remained in the patient's body. The catheter was used in over-the-wire in the abscess cavity near the left diaphragm as a support catheter for route selection in a non-vascular area, since the access route (left abdomen percutaneous one) had a narrow part due to bending or stenosis. The guidewire was repeatedly inserted and removed from the tip of the catheter to select the route. The tip of the catheter was torn when the product was pulled out. Anatomically, there was a meandering at a sharp angle near the fistula, and the catheter was inserted to the point passed the part of the sharp angle. During contrast, it was observed that contrast material was coming out from a place other than the tip of the catheter. The user attempted to retrieve the detached part with a snare, but the end grabbed was further torn and retrieving it on the same day was abandoned. Two pieces of detached parts (3mm tip and 5 mm one detached by snare) remains in the abdominal cavity of the patient.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed; however, the root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.